Event description:
Manufacturers and electrophysiology community is falsely marketing pulsed field ablation as non-thermal. My family member nearly died because of an esophageal fistula which was caused by a pfa device by boston scientific. Atul verma and the writers on the hrs guidelines are hurting patients by falsely not mandating basic multi-sensor temperature monitoring probes during pfa and had this been done, the physician would have seen the joule heat rise. This is ridiculous what the medical community is doing.